Manufacturer narrative:
(B)(4).

Event description:
It was reported during a primary procedure that the shaft of a large screwdriver handle broke off inside the patient and the surgeon removed the broken pieces from the patient. The procedure was completed without delay, using a backup from smith & nephew. No patient injury or other complications were reported.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the device broke intraoperatively and pieces removed. The procedure was reportedly completed with a backup device without retained foreign bodies, patient harm, and/or surgical delay. Per the product evaluation, the device exhibited significant signs of wear/usage. Since no patient impact/injury/harm was alleged, no further medical assessment is warranted at this time. A visual inspection confirmed the shaft is broken off the large screwdriver handle. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.